Event description:
I used ihealth at-home covid test on (B)(6) 2022 and (B)(6) 2022. Both were positive (t line showed very faint). However, I took a pcr test on (B)(6) 2022 and (B)(6) 2022, and both were negative. FDA safety report ID# (B)(4).